Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the pump stopped due to the bubble intervention and the emergency drive was used. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the pump stopped and the emergency drive was used. The failure occurred during treatment. There was no harm to the patient or operator as confirmed by the getinge technician. A getinge service technician (fst) was sent for investigation. No part was replaced and the failure was not reproducible. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis there was an arterial bubble detected at 12:59 o'clock with the information "bubble detected while intervention is set" and this caused the pump stop at 12:59. The fst stated that the root cause for the pump stop was an air bubble in the system and the intervention for the stop was set by the customer. Therefore the cardiohelp worked as expected. Furthermore, the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. The device was manufactured on 2021-12-09. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6) was reviewed on 2022-09-27. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "pump stop caused by intervention" could be confirmed, but is not related to a malfunction of the cardiohelp. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.